Event description:
The customer reported a hissing sound that sounded like a pressure leak from the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer was sent to the facility to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4)2014, the field service engineer (fse) evaluated the instrument and confirmed the leak from the cracked housing of stabilyse pump. The fse replaced the stabilyse pump and connected the tubing resolving the pressure leak. (B)(4).